Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) reported experiencing noise with the fresenius cycler. There were no reported injuries to the patient as a result of the noise, however, in a subsequent call, the patient stated she had peritonitis. In additional follow-up, the patient¿s pd nurse confirmed the reported issue of noise (on (B)(6) 2022) did not cause any harm to the patient. It was stated the patient was experiencing symptom of abdominal pain and cloudy pd effluent. As a result, on (B)(6) 2022, the patient had a pd culture obtained in the outpatient pd clinic. The nurse indicate the pd culture grew coagulase negative staphylococcus. The patient was treated with vancomycin (dose not provided) intra-peritoneal (ip) on an outpatient basis. Per the nurse, the patient is reportedly recovering and continues pd treatment with the same cycler. Per the nurse, the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. The nurse attributed the peritonitis to touch contamination during the pd exchange.